Manufacturer narrative:
The customer received mac controls for investigation and all control results were still out of range or at the low end of the assay range. A field service engineer (fse) was dispatched to address the reported event. While fse was at the customer's site troubleshooting, the wash syringe was found in poor condition, showing signs of rust and the substrate syringe seems very weak and an a loose fitting. Fse replaced the wash syringe and substrate syringe. Fse primed all fluids and performed a control run, but results were still out of range. Upon further investigation, fse found the substrate lines contaminated and resolved the complaint by flushing the substrate lines several times with decon solution; a new bottle of substrate was installed, fse primed all fluids again and successfully ran controls and precision runs without error, and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period. The most probable cause of the reported event is due to biological contamination.

Event description:
A customer reported getting out of range quality control (qc) results for multiple assay runs on the aia-900 analyzer. The customer opened new qc vials and reran assays but did not resolve problem. Technical support specialist (tss) instructed the customer to perform a decontamination, but error persisted after decontamination. Tss sent mac controls to customer for further investigation, which resulted in delayed reporting of patient samples for (B)(4) (initial reporter health professional), follicle stimulating hormone (fsh), luteinizing hormone (lhii) and progesterone (progiii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.